Manufacturer narrative:
Catheter: model 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unk.

Event description:
It was initially reported that a critical pump alarm was heard and also confirmed by telemetry and was due to zero ml reservoir volume reached. This was noted to have occurred approximately 3 or 4 days prior to the date of this report. The patient experienced withdrawal; specific symptom reported was altered mental status. Healthcare provider (hcp) thought the patient had missed their refill due to transportation issues, or because they were "too sick to get there." It was further noted that the hcp doesn't believe it was due to a pump issue, as they thought they had heard the pump alarm. The patient's pump was filled with lioresal (500mcg/ml); and was admitted to intensive care unit because they were dealing with sepsis. It was noted that the next day, following the refill, the patient "looked a little better."